Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hyperplasia endometrial and ovarian cyst on (B)(6) 2023, uterine ablation, dysuria, abdominal pain, pelvic pain, menorrhagia and paratubal cyst on (B)(6) 2023 and obesity. On an unknown date, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required) by surgery (essure removed by laparoscopic bilateral salpingectomy, hysteroscopy, d and c, endometrial ablation). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.078 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2023: history: patient with abdominal pain and dysuria. Recent uterine ablation. Report: . Pelvic organs: bladder is normal. Hypoechoic endometrial thickening, measuring up to 31 mm, with single locule of gas within the endometrial canal superiorly, which may reflect post ablation changes. Bilateral tubal occlusion devices in place. Soft tissue: unremarkable. Impression: no evidence of acute intra-abdominal/pelvic process. Few, no obstructing bilateral renal calyceal calculi, measuring up to 6 mm at the right lower pole. Hypoechoic endometrial thickening, measuring up to 31 mm, with single locule of gas within the endometrial canal superiorly, which may reflect post ablation changes. Clinical correlation and follow-up is recommended. [Pathology test] on (B)(6) 2023: diagnosis: a bilateral fallopian tubes: completely transected segments of benign fallopian tubes benign paratubal cysts. Endometrial curettings: benign secretory endometrium. Negative for hyperplasia or carcinoma clinical information: preop diagnosis/clinical history: menorrhagia, pelvic pain. Bilateral fallopian tubes. Endometrial curettings. Gross description: bilateral fallopian tubes received in formalin are bilateral fimbriated fallopian tubes with tan/pink and smooth serosa. The non-inked segment measures 7.6 cm in length by 0.7 cm in diameter. Noted are multiple serous fluid-filled paratubal cysts ranging from 0.7 to 0.3 cm in diameter, which are sectioned to reveal a smooth and glistening lumen. The segment which has been inked blue measures 6.5 cm in length by 0.6 cm in diameter. Noted is a serous fluid-filled paratubal cyst measuring 0.9 cm in diameter, which is sectioned to reveal a smooth and glistening lumen. Serial sectioning of the fallopian tubes reveals soft tissue and a patent lumen. Endometrial curettings: received in formalin are multiple pieces of rubbery tan/pink and dark brown tissue with an aggregate measurement of 5.8 x 4.5 x 0.3 cm. The specimen is submitted entirely in mesh bags in 4 cassettes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hyperplasia endometrial, ovarian cyst, uterine ablation, dysuria, abdominal pain, pelvic pain, menorrhagia and paratubal cyst in 2023 and obesity. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy, d and c, endometrial ablation done on (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.078 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2023: history: patient with abdominal pain and dysuria. Recent uterine ablation. Report : . Pelvic organs: bladder is normal. Hypoechoic endometrial thickening, measuring up to 31 mm, with single locule of gas within the endometrial canal superiorly, which may reflect post ablation changes. Bilateral tubal occlusion devices in place. Soft tissue: unremarkable impression: 1. No evidence of acute intra-abdominal/pelvic process. 2. Few, no obstructing bilateral renal calyceal calculi, measuring up to 6 mm at the right lower pole. 3. Hypoechoic endometrial thickening, measuring up to 31 mm, with single locule of gas within the endometrial canal superiorly, which may reflect post ablation changes. Clinical correlation and follow-up is recommended. [Pathology test] on (B)(6) 2023: diagnosis : a bilateral fallopian tubes: completely transected segments of benign fallopian tubes benign paratubal cysts b endometrial curettings: benign secretory endometrium. Negative for hyperplasia or carcinoma clinical information: preop diagnosis/clinical history: menorrhagia, pelvic pain a bilateral fallopian tubes b endometrial curettings gross description: a. Bilateral fallopian tubes received in formalin are bilateral fimbriated fallopian tubes with tan/pink and smooth serosa. The non-inked segment measures 7.6 cm in length by 0.7 cm in diameter. Noted are multiple serous fluid-filled paratubal cysts ranging from 0.7 to 0.3 cm in diameter, which are sectioned to reveal a smooth and glistening lumen. The segment which has been inked blue measures 6.5 cm in length by 0.6 cm in diameter. Noted is a serous fluid-filled paratubal cyst measuring 0.9 cm in diameter, which is sectioned to reveal a smooth and glistening lumen. Serial sectioning of the fallopian tubes reveals soft tissue and a patent lumen. B. Endometrial curettings received in formalin are multiple pieces of rubbery tan/pink and dark brown tissue with an aggregate measurement of 5.8 x 4.5 x 0.3 cm. The specimen is submitted entirely in mesh bags in 4 cassettes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.